Manufacturer narrative:
Concomitant medical products: product ID: 97754, lot#: none, serial#: unknown, implanted: none, explanted: none, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that she could not get her recharger to communicate with her implantable neurostimulator (ins)and as a result ¿she totally discharged the ins.¿ it was further reported that the patient presented to a hospital check-up with their implantable neurostimulator (ins) turned off and ¿totally unloaded.¿ it was stated that the ins was ¿not responding to reading with the clinical programmer and charging system¿ at that time and that an overdischarge was confirmed. Forced recharging was performed and the stimulator was turned on again. Recharging was initiated, but not completed at the hospital and the patient returned home. It was noted the patient had not yet reached 100% charge the following day, ¿after hours of recharging.¿ it was stated that a ¿recharging issue¿ had occurred. There were no external factors to describe that may have led or contributed to the issue. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. It was noted the patient was ¿fine, but recharging was always very slow¿ as of 2021-jul-14. No complications were reported or anticipated.